Manufacturer narrative:
The 5ml glass syringe and plastic plunger were returned for investigation. A review of the device history record found that the lot met acceptance criteria. Visual inspection revealed that the body of the syringe was broken into three glass pieces. The physical characteristics of the breakage were found to be consistent with force impact on the front part of the syringe which resulted in the crack and subsequent breakage of the device into fragments. Based upon the evaluation of the returned device, the breakage of the glass syringe was observed; however, it could not be confirmed that the occurrence was relevant to a product quality issue.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the syringe in a spinal anesthesia tray cracked resulting in a blood exposure. The anesthesiologist "was using a 5 cc glass syringe that blew a hole in it and had a crack." The anesthesiologist reported that blood and body fluid got in her eye. No other adverse health outcomes were reported for the anesthesiologist. There were no medical interventions required to the staff of the hospital.